Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8239919, medical device expiration date: n/a, device manufacture date: 10/30/2018. Medical device lot #: 9091713, medical device expiration date: n/a, device manufacture date: 205/20/019. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe needle remain in the shield. This occurred don 3 occasions during use. The following information was provided by the initial reporter: material no: 328521 batch no: 8239919, 9091713. It was reported the needle remained in the shield while removing the needle shield. Pet owner uses new needle for each injection. Offered to send the replacement boxes to the pharmacy. Pet owner stated in the past she did not know how to use to draw the insulin, she contacted the veterinarian.

Manufacturer narrative:
Investigation summary: customer returned (2) 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 8239919 and (1) 3/10cc, 6mm, 31g relion syringe in an open poly bag from lot # 9091713. Customer states that the needle remained in the shield while removing the needle shield. All syringes were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9091713. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 8239919. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 01 oct 2019, (B)(4) received a photo complaint for hub separates. A visual evaluation of photo found (2) syringes with no needle assembly attached. The needle assembly was separate from the syringes. There did not appear to be any damage to the tip of the barrels. There did not appear to be any damage to the core pins. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-(B)(4) was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. (B)(4) was been opened on 16 aug 2019 to address this issue."

Event description:
It was reported that relion® insulin syringe needle remain in the shield. This occurred don 3 occasions during use. The following information was provided by the initial reporter: material no: 328521 batch no: 8239919, 9091713 it was reported the needle remained in the shield while removing the needle shield. Pet owner uses new needle for each injection. Offered to send the replacement boxes to the pharmacy. Pet owner stated in the past she did not know how to use to draw the insulin, she contacted the veterinarian.